Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, heavily tortuous, 90% stenosed, de novo proximal left main (lm) the 3.5 x 23 mm xience xpedition stent was deployed, however, stent deformation was noted and a 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. It was noted that the balloon became stuck in the stent strut after 1 dilatation at 18 atmosphere (atm) and while using force to remove the bdc the stent was damaged. The bdc was removed from the anatomy and the xience xpedition stent was removed using a snare device. A second same size xience xpedition stent was implanted successfully. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: runthrough. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It was reported that force was applied to remove the bdc, it should be noted that the nc trek instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.